Manufacturer narrative:
.

Event description:
The customer reported vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported vent inop due to a machine and proximal pressure sensor failure. There was no patient harm. Patient information has been requested.